Event description:
During testing the unit was found to stop cycle with all leds and constant single tone alarm due to intgreated circuit u28, u27, and u24 on the logic circuit board being out of specification. A motor stall with low pressure alarm was also found due to integrated circuit u10 on the motor board being out of specification. Replaced u28, u27, u24, and u10.